Event description:
It was reported to medtronic minimed that the customer¿s pump had a crack, showed a replace battery now alarm, and the pump was no longer turning on. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for damage, and the customer reported damage to the battery compartment, and the pump's functionality was affected. Troubleshooting was partially performed to replace the battery alarm, and the customer stated that did not receive a low battery alarm prior to the replace battery alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested, and customer's response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, serial label damage, cracked keypad overlay. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 19:51:00 after more than 7 days at 14.39 days. Battery cycle 6.0 received the low battery alert (104) on (B)(6) 2025 00:43:01 after more than 7 days at 14.07 days. Battery cycle 5.0 received the low battery alert (104) on (B)(6) 2025 12:32:00 after more than 7 days at 14.74 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged unexpected power loss/charge last less than expected was not confirmed. Pump passed active and sleep current test. Cracked battery tube was confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.